Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
The surgery was performed on (B)(6) 2019 via tka. It was reported that the tibial insert (p/n: 151640405) did not fit tibial base implant. There was less than 1 mm gap, but no material was remained between them. The surgeon used another tibial insert (p/n: unknown) with the same size which fitted the base properly. The surgery was delayed by less than 30 minutes. There was no adverse consequence to the patient. The investigation was requested whether the device has met the standard value. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: following investigation of the reported incident and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot: j0616y. Device history review: the DHR showed that all 12 parts in batch j0616y passed cmm inspection as per (B)(4) and provided a sample of cmm dimension measurements used in the acceptance process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.